Event description:
Patient had pulled the arterial needle for the access during a hemodialysis treatment on a meridian hemodialysis instrument. Air was seen in the bloodlines up to the venous needle but there was no air detection alarm. There was no patient injury or medical intervention.